Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the clinic after receiving a notifier for nonsustained lead noise. Review of episodes showed a sensing latency between the far field and near field channels, which triggered the non-sustained lead noise episodes. Programming changes were recommended. Device remains implanted.